Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the power cables was confirmed via evaluation of the returned heartmate ii system controller (serial number: (B)(4). Visual inspection of the returned controller and the submitted picture revealed a broken strain relief on the connector of the black power cable; a green substance consistent with fluid ingress was observed coming out of the black power cable. Further inspection revealed that the power cables were discolored and that the black power cable was soft to the touch; these issues are consistent with fluid ingress on the power cables. The returned controller operated a mock circulatory at the set speed without any atypical alarms produced, including when the power cables were manipulated by hand. Further inspection of the power cables revealed green dried substance consistent with fluid ingress on the underlying layers and the inner wires of both power cables. No cuts were observed on the underlying wires. The submitted log file and the log file downloaded from the returned controller contained approximately 10.5 days of data combined (17jul2022 ¿ 27jul2021 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 14:40:13 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage advisory/hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii instructions for use (IFU) section 2 ¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate ii patient handbook section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event,

Event description:
It was reported that green fluid was leaking from the black lead on the controller. Log file review captured multiple strings of power cable disconnects while the patient was tethered on battery power.